Event description:
It was reported that the user experienced rising blood glucose after an infusion set and cartridge change while using a steel infusion set with a prefilled fiasp cartridge, and initial troubleshooting identified no drops during fill tubing and a cartridge that appeared full, prompting guidance to replace the infusion set and connector and to use backup insulin therapy until assistance was available; the user later completed a full supply change with coaching. Symptoms included hyperglycemia. Outcomes included the need for backup insulin therapy and additional troubleshooting and education. Investigation included customer service troubleshooting and coaching through a complete supply change. Investigation of this case revealed that the cause of hyperglycemia was unclear, with suspected infusion delivery difficulty related to infusion set handling and connection steps, resolved through set replacement and proper setup. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.